Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported via the manufacturer representative that the implantable neurostimulator (ins) was causing pain and rubbing the patient's ribs in the left flank area. It was unknown if troubleshooting had been performed. The ins was moved from the left flank to the left low back/buttock area on (B)(6) 2015. The issue was resolved at the time of report. The patient's status at the time of report was alive with no injury. If additional information is received, a follow up report will be sent. The patient's indications for use included failed back surgery syndrome and spinal pain.